Event description:
Additional information received. Patient reported they got device back on and don't know how they did that. Patient charging once aday, issue has resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient says that normally they charge twice a day but they decided to go down to charging just once in the morning each day, and for the last 3-4 days, when they go to charge the ins its down to 0 percent. They said at this point they can charge it up with no problem and it charges within an hour or hour and a half. Patient is on group a, and doesn't have any other groups to try. The patient was redirected to their healthcare provider to further address the issue. Pt also says they have reps phone number and will try calling them, and will call hcp if they can't reach rep. Pt called again from phone 2 today and mentioned they were trying to get in contact with a rep. Patient services specialist(pss) provided nas to the pt and redirected to hcp. Pt said they had not called their hcp yet. Pt called back again from number registered providing additional information regarding the charge frequency issue. Pt indicated prior to the reported issue their ins would be at 40-50% when they would begin a charge session. Pt noted they were having trouble adjusting therapy settings and seeing that the stimulation was off and they have a hard time turning it back on. Pt implied they never turn the stim off. Pss reviewed ins stimulation would automatically shut off once the ins battery depletes to under 30% and would have to be turned back on manually after recharging the ins. Pss also reviewed best practices for recharging/maintaining battery levels and utilizing stim on/off button for turning therapy back on.   Pss redirected pt to contact their physician's office to ask for their help in coordinating an appt to meet with the rep for possible diagnostic / charge history check. He did mention living in assisted living and difficult to meet at hcp's office.   Pt stated they had spoken with someone today; pss understood this was someone affiliated with hcp office or the previous pss agent.